Event description:
It was reported that the tip of the shaft and reamer broke during the procedure. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the ria drive shaft was manufactured in 2007. Manufacturing and inspection records indicated no problems with these instruments. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances and we can only assume that a short time overloading caused the breakage.